Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device revealed that there was no saline in the balloon. The balloon's distal tip was severely inverted, which indicates excessive tension was applied during pullback. The balloon was fully inflated with water after being drawn with vacuum and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified and was noted to be within specification. The review of the lot history record (f1610402) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the balloon being severely inverted could have been due to incorrect prep of the balloon. Per the mynx instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the instructions for use. Although, the root cause of the hematoma could not be conclusively determined, if the balloon remains inflated during device removal, this may cause damage to the vessel, possibly contributing to a bleeding event. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the patient developed a hematoma of over 6 cm in size, after the mynxgrip device was used for arterial closure. The mynx device was being used in conjunction with a 6f procedural sheath following an interventional coronary procedure. After the deployment, the balloon was deflated; however upon removal of the device, the balloon was noted to still be inflated. Manual pressure of more than 30 minutes was held and then a femostop was placed for more than 30 minutes to treat the hematoma. The patient continued to ooze blood from the arteriotomy site throughout the night, which was eventually managed. The patient recovered and hospitalization was prolonged as a result of the event. Additional information was requested, but was unknown.